Event description:
Paramedics attended to a person diagnosed in atrial fibrillation with multiple premature ventricular contractions. The pt was described as cool and diaphoretic. An attempt was made to monitor the pt's ECG using a 3-lead pt cable. The device allegedly failed to display the pt's ECG. Disposable defibrillation electrodes were subsequently used to successfully monitor the pt's ECG. A backup monitor was later made available and used. There were no adverse effects to the pt reported as a result of the alleged malfunction. The pt's outcome was not reported.